Event description:
Reporter stated that they cannot save flipped mg image with icad overlays. There was no reported patient injury associated with this event.

Manufacturer narrative:
Investigation revealed that the system is working per design to intentionally flip mammo image to display chest wall to chest wall. Mammo breast object is an asymmetrical object and it is obvious to user which side is nipple side and which side is chest wall side even if images are flipped. In addition, user can manually horizontally flip images using image tool to read icad overlay information.